Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2010. It was reported she is without stimulation. A diagnostic test revealed low impedance readings for several of her lead contacts. An x-ray of the pt's scs system will be taken for further interrogation.